Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed rupture on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, h6.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left-side. Device has been explanted.